Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12322. It was reported that a guidewire tip detachment occurred. A .038 j accustick¿ ii system was selected for a drainage procedure. During use, 2cm of the floppy tip of the guidewire detached inside the patient. The physician was unable to retrieve the tip and the patient will require surgery for removal. The planned drainage procedure was not able to be completed and the patient remains in pain. A second .038 j accustick¿ ii system was opened and the tip also broke on this device; however this one was not introduced to the patient. The patient is reported to be in stable condition.